Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when locking the catheter, the side white wall came off on the catheter.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. A visual examination of the device revealed that the cap has been damaged leaving a portion inside the connection point with the hub of the catheter. The root cause of the defect could not be determined as the device has been opened and the device appears to have broken causing the pieces to separate. The device history record was reviewed, and no exception documents were found.